Event description:
Balloon busted upon inflating within the printed nominal and burst pressure. Balloon was removed and another balloon was opened and used to complete the procedure. Product had patient contact but there was no harm to patient.